Event description:
It was reported that there was a slow gradual rise of the pacing impedance and threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc implantable cardioverter defibrillator: (B)(6) 2008. (B)(4).